Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit properly recorded the correct time and date of the reservoir started in the status screen. After the occlusion test, the unit properly alarmed no delivery. The no delivery alarm was cleared and resume was selected. Accessed the status screen. No time/clock anomaly was noted on the reservoir started date/time. The unit was also programmed and monitored for 4 days. No time loss/gain noted. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized due to a diabetic ketoacidosis two weeks ago. The insulin pump alarmed no delivery. The insulin pump had a time/clock anomaly. Customer's blood glucose level was over 70 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.